Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: potential for injury associated with an unspecified tracer wheelchair being broken at the weld. This is likely to cause the device to be unstable and may cause injury to the user.